Event description:
It was reported that the patient presented remotely via merlin.net. A diagnostic anomaly was noted during the remote transmission review, indicating that the pacemaker exhibited loss of capture during potential capture. No changes or interventions were reported. There were no patient consequences.